Manufacturer narrative:
Additional manufacturer narrative: atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. It has been demonstrated that post-operative af tends to occur within 2 to 4days after the procedure, with a peak incidence on postoperative day 2. 70% of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. Despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. There was no indication or allegation of a device malfunction contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received information that a clinical trail patient underwent aortic valve replacement with an edwards device, and postoperatively atrial fibrillation was noted. Cardioversion was administered which resolved the atrial fibrillation.